Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not receive a low blood glucose alert as expected. Reportedly, the customer was unsure if the alert did not annunciate, or if the alert annunciated and the customer did not hear it. Customer declined troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.